Event description:
It was reported that ll vlv adpt(stand alone) was blocked. The following information was provided by the initial reporter: for gastric malignant tumor, patient was admitted to the hospital on (B)(6) 2020. Before the nurse prepared to give patient with ns100ml + 0.9% tropisetron hydrochloride, she used with 0.9% of disposable sterile syringes ns10ml to connect with PICC pipe and connector to flush. The nurse found it was unable to push the syringe plunger, it was also unable to withdraw the returned blood normally. A new connector with the same batch number was replaced, and it reconnected with the 10 ml disposable syringe, the pipe flushing went normal .the incident had no adverse effect on the patient.

Manufacturer narrative:
A 2000e china sample was not available for investigation of this feedback; however the customer indicates that a an occlusion was identified during attempts to inject into the smartsite. Further details relating to the make and model of the connecting products was not available in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a correct lot number for the 2000e china sample was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that reports of this nature against the smartsite device occur at a low frequency and have not been attributable to a product defect or manufacturing issue.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that ll vlv adpt(stand alone) was blocked. The following information was provided by the initial reporter: for gastric malignant tumor, patient was admitted to the hospital on (B)(6) 2020. Before the nurse prepared to give patient with ns100ml + 0.9% tropisetron hydrochloride, she used with 0.9% of disposable sterile syringes ns10ml to connect with PICC pipe and connector to flush. The nurse found it was unable to push the syringe plunger, it was also unable to withdraw the returned blood normally. A new connector with the same batch number was replaced, and it reconnected with the 10 ml disposable syringe, the pipe flushing went normal .the incident had no adverse effect on the patient.